Manufacturer narrative:
E1 phone number (B)(6). Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in thailand, regarding an implant of a 26mm sapien 3 valve in the pulmonic position by transfemoral approach. During the procedure, some resistance was encountered when the valve passed the distal tip of the 14f esheath plus. The physician gently applied additional force to advance the system, and the procedure was successfully completed and the valve implanted. After the removal of devices, it was found that the esheath plus distal tip was torn, but all parts were retrieved completely, and no fragments remained inside the patient. The procedure was then completed successfully with no adverse event for the patient who was noted to be recovered. The suspected cause of the event might have occurred due to stress at the point of resistance during advancement of the delivery system through esheath plus.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided by the site, and the following observations were noted: distal tip opened, and torn radially. No apparent material separation observed. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported sheath distal tip torn and difficulty advancing through sheath were confirmed based on the evaluation of the imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by manufacturing process variation during tecoflex trimming step leading to hdpe damage, as investigated. These factors may increase resistance during advancement of crimped thv through distal tip. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. A definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.